Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The customer from the us reported inconsistent staining. The field service engineer found excessive bubbles in syringe caused by broken threaded syringe cap causing leak. The field service engineer replaced the syringe which resolved this malfunction. Some slides were affected. The customer could complete testing with another instrument. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.